Event description:
It was initially reported that during an office visit, diagnostics were performed which resulted in high lead impedance. The pt indicated that she had fallen recently and had bruises. There were no other issues reported at that time. Revision surgery is expected to occur. Search in MFR programming history database to perform battery life calculation resulted in approx 0.97 years until eri=yes. It is unk when the most recent diagnostics were performed.

Manufacturer narrative:
Device malfunction is suspected, but did not contribute or cause a death or serious injury.